Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped. Md inserted the sheath & while under fluoroscopy, md inserted the iab. Iab was connected to pump & it was noticed iab did not fully inflate; distal half remains uninflated. Pump (auto cat2 wave) did not alarm. Md disconnected the gas line from iab & manually inflated iab" perfectly." Iab was connected to the same pump & again the distal tip and (about half) did not appear to inflate; pump did not alarm. Md did not remove iab. Md continued iab therapy using the same pump. Iab was removed two days later & discarded by staff. There were no reported patient complications. Note: pump was serviced by the engineering department in facility. Volume was checked, pressure alarms & helium loss alarms were checked. Per the engineering department "all was in order with pump".

Manufacturer narrative:
Evaluation: the intra-aortic balloon was not returned for evaluation. No recorder strips of the waveforms were returned. A device history record review was conducted on the iab & it met all specifications & passed an in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint.